Event description:
It was reported, the customer had cracks on their insulin pump. The customer stated they noticed the crack on their insulin pump four days ago. It was found the cracks were located by the customer's esc and b button. The customer's blood glucose was unknown. Customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.